Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2024. Specific blood glucose levels were not mentioned. Symptoms reported include hyperglycemia, high ketones and an infection. It was reported that due to the patient losing their personal diabetes management (pdm), they were not able to activate a new pod. The patient was treated with novo rapid injections and prescribed medication for the infection (prescription name not provided). The patient was released on (B)(6) 2024.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, diabetic ketoacidosis and skin infection. No lot release records were reviewed, as the product lot number was not provided.